Event description:
Event was determined reportable based on analysis completed on 09/12/2008. It was reported that during an angioplasty procedure, difficulty crossing lesion occurred. The 80% stenotic, de novo and eccentric lesion was located in the non calcified and severely tortuous mid subclavian vein. The lesion was reported to be 10mm x 20mm with a greater than 90 degree bend. The lesion was 30% stenosed post-dilatation. Vascular access was gained via the right femoral artery. A 0.035 amplatz guide wire crossed the lesion and the lesion was pre-dilated with an unspecified 8.0mm x 40mm balloon catheter. The wallstent - unistep 12mm x 40 mm x 160cm stent delivery system was advanced; however, significant resistance was encountered when attempting to cross the lesion. The device was removed from the patient without additional intervention. It was reported that the lesion could not be crossed with the wallstent - unistep probably due to the marked angle of the subclavian vein. The procedure was successfully completed with a different device. No patient injuries or complications were reported. The patient's status was reported as "stable". Analysis revealed stent damage.

Manufacturer narrative:
Product analysis confirmed the difficulty stated in the complaint. Visual examination of the returned device revealed that the outer sheath had been fully retracted and the stent had been deployed. It was noted that the stent wires were uncrossed at the non flared end of the stent. No issues were noted with the profile of the delivery device and it was possible during analysis to insert the device through and 8fr introducer sheath without issue. A review of the manufacturing records for this batch shows that the device met its material, assembly and product specifications. The most probable root cause was attributed operational context due to the anatomical and or procedural factors encountered during the procedure.